Event description:
It was reported the pt had an increased recharge burden with the replacement charging system. The sjm rep met with the pt to determine if the program parameters and recharge burden were correctly correlated. It was reported diagnostics revealed the pt had low impedances, and due to the high amplitudes used by the pt the recharging was to be performed daily. Follow up identified the physician may have imaging done to determine the cause of the low impedance.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.